Event description:
Textured mentor breast implants obtained during 1990¿s. I had a large mass on right side above breast. When I went in to get checked, was sent for a mammogram. That doesn¿t detect bia-alcl. It did however rupture the second implant, as a mammogram already ruptured the first one in 2014. I got, and still am, very sick since they ruptured the second one. I have a very large bump on my right clavicle now. It is getting bigger. No one at (B)(6) medical center/(B)(6) knows what it is. No one has tested it for fluid, or seen anything on the ultrasound that would explain it, but everyone can easily see it. I am waiting for a date for surgery now to remove the collapsed implants. I am afraid these doctors aren't familiar with breast implant associated anaplastic large cell lymphoma. I wish I could get into (B)(6) hospital or (B)(6) but that will take time and I know I need these out now. Unfortunately, like I said, they are unfamiliar with this disease where I am going, so they don't have a multidisciplinary team as you suggest, therefore there would be no oncologist and they won't perform all the correct tests. I will probably be another statistic those that didn't make it because of this disease. Please spread the word louder to the medical profession so they know what to do.